Event description:
A us distributor reported that a patient was receiving can connection, service code 204, and reported belt will not connect to a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code, can connection, connector will not stay latched) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. This failure was due to corrosion found on the distribution node pca. The root cause for the corrosion could not be positively identified. There were no adverse events associated with the belt malfunction.